Manufacturer narrative:
Additional manufacturer narrative: updated sections.

Event description:
Edwards received information a patient with a 25mm mitral valve implanted 14 years, one month, underwent valve-in-valve procedure due to mitral degeneration with stenosis and perivalvular regurgitation. A 26mm valve was implanted inside the 25mm valve. The procedure went well. The patient was doing great.

Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
Edwards received information a patient with a 25mm 6900p mitral valve implanted 14 years, one month, underwent valve-in-valve procedure due to mitral stenosis and regurgitation. A 26mm 9600tfx was implanted inside the failing 25mm valve. Procedure went well, the patient doing great.